Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis <(>&<)> stent embolization). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and moderate tortuosity. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and moderate tortuosity. Inherent risk of procedure ¿ (stent thrombosis <(>&<)> stent embolization). (B)(4).

Event description:
Physician attempted to deploy an integrity 3.0x15 bare metal stent. Target lesion was in the distal right coronary artery. Lesion had moderate tortuosity and 95% stenosis. Device was inspected prior to used, with no issues noted. Physician reported poor guidewire movement stating "buddy wire technique and unclear as to which wire stent was being advanced". During delivery to lesion stent dislodged from catheter. Stent was unable to be retrieved and remained in patient, patient had to go to bypass surgery where the rca was bypassed. It is reported that a stent thrombosis occured 0-24 hours after stent implantation, distal to the dislodged stent. There was no relationship between the thrombosis and the stent. Patient was not on dapt at time of procedure.